Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that when connecting the extension tube to the autoguard, liquid leaked from the connection. When the connection part of the autoguard was checked, the part that was hanging inward was confirmed during use.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of adapter/ connector defective/ damaged was confirmed upon inspection of the sample. Analysis of the sample showed a minor dent on the inner luer. The sample was subjected to a catheter leak test, and it passed with no abnormalities observed. No leakage was detected with either a luer lock or luer slip connector. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. A simulation was performed with the sample to evaluate leakage risk under improper connector engagement. When the adapter was not fully seated or tightly fitted into the luer slip connector, leakage was observed due to insufficient sealing. Proper engagement of the luer lock requires tightening the connector. If the connector is not tightened, the lock stays loose and may cause leakage. Based on device history record review, no abnormality was observed during the production of the reported lot. From the returned sample, a minor dent on the adapter inner luer was observed. The assembly process was reviewed; the dent was suspected to be caused by misalignment during assembly. However, it passed the leakage test, therefore this minor dent is considered a cosmetic defect. Leakage only occurred when the adapter was not connected properly either not fully inserted into a luer slip connector or not tightened enough on a luer lock connector. As current control, there is an outgoing functional test in place to check for catheter adapter leakage. There is also in-process visual inspection in place to check for catheter adapter damage.